Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they can't use their stimulator therapy "because it paralyzes my gi tract and my bladder, and I've had 4 or 5 hospitalizations in the last 6 months because of it". They said they stopped using it completely in december of last year. They said issue started right away. Patient said they "went to a clinic to get a second opinion and they don't know why it was killing me". The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt reported they no longer have a managing hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 10-apr-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 10-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.